Event description:
We were at a friend's house yesterday for the 4th of july, and our son's vivo vent seems to have overheated. Here are the alarms: 12:54pm; pressure comp lost; temperature comp lost; humidity comp lost; air temp sensor fail 12:57pm. Click-in battery disconnected. Power source: click-in battery. Internal battery; power fail; treatment stop. We swapped him to our backup vent, which had been in our car (hotter than outside), and we put this one inside the house. We left our friend's house 4 hours later with no other issues, and we were able to switch back to our primary vent at home. However, the prestart checks failed for both vents. We had arrived at their house around an hour before the issue. We have only been on the vivo for just a few weeks, so we don't have a lot of experience with it. We never had this issue with 2.5 years on the trilogy evo. It is frequently hot here (highs in the summer exceed 110 degrees).